Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the programmer started up but very slowly. Then, only a tan screen and the arrow appeared, but no further function; the device was not operational and a new software installation was required. (B)(4)

Event description:
It was reported that the programmer would not turn on at all. The programmer was returned for servicing. No patient complications have been reported as a result of this event.